Event description:
It was reported that the pt was having increased seizures, relationship to pre-vns levels unk. The pt was also having some metal deterioration and trouble finding words. The pt has not been seen by a physician in several years, but her new physician will refer her for generator replacement due to suspected end of service. The pt underwent generator replacement on (B)(6) 2011. Attempts for further info and product return have been unsuccessful to date.